Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Expiration date: unknown, as the lot number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. Catalog number: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable). The healon is not an implantable device. If explanted; give date: n/a (not applicable). The healon is not an implantable device. Device manufacture date: unknown, as the lot number was not provided. (B)(4). Device evaluation: since no sample was returned for investigation product evaluation is not performed and a product deficiency is not confirmed. Manufacturing record review: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no further information was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Weill, y., brosh, k., hanhart, j., silverstone, b., and rozenman, y. (2017) inadvertent descemet membrane detachment after intracameral injection of high-viscosity sodium hyaluronate. Jcrs online case reports, 6(1), p.4-6 https://doi.org/10.1016/j.jcro.2017.10.004.

Event description:
The following article was received based on literature review: article: inadvertent descemet membrane detachment after intracameral injection of high-viscosity sodium hyaluronate. The publication reported that an inadvertent injection of healon 5 into descemet's membrane occurred in one eye, causing a descemet's detachment. Two surgical interventions were completed to help resolve the issue, and ultimately the patient had full recovery. A copy of the article is provided with this report.